Event description:
On (B)(6) 2023, the customer reported obtaining high glucose (glu) patient results for fifty-five (55) patients on their dxc 700 au clinical chemistry analyzer. The customer repeated the patient samples and obtained results considered correct. The customer reported the initial high results out of the laboratory; however, they were amended later. There was no change to treatment, injury or death associated with this event. The customer did not provide patients demographics. The customer provided the data for 55 patients in the attachment.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced multiple syringes including the sample s syringe, the reagent r1 and r2 syringes and the wash syringe to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4). Section e1, initial reporter telephone number is (B)(6).